Event description:
Medtronic received information that there was difficulty positioning and deploying this transcatheter bioprosthetic valve due to the patient¿s anatomy (severe peripheral and abdominal/thoracic aortic tortuosity). When the physician elected to deploy the valve, it moved up and out of the annulus and into the sinus of valsalva. The patient remained stable. A snare was used to pull the valve up into the aortic arch and a balloon aortic valvuloplasty (bav) was performed. Despite the valve being snared to hold it in place as a second valve was deployed, this valve was pushed back into the ascending aorta by the second device¿s delivery catheter system. An additional bav was performed and a second snare used to hold this valve in position. The second valve was subsequently deployed and implanted. The patient remained hemodynamically stable throughout the procedure. Untreated left bundle branch block was observe d post-implant of the second device. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
The medwatch was filed in error. This product is not marketed or commercially available in the us.